Event description:
This 57 yr old femlae underwent subpectoral augmentation 4/28/94 with co's saline filled implants. The left implant appears to be smaller. Gross exam: the prosthesis is flattened and with moderate compression there is fluid that oozed through pinpoint spots along the surface.